Event description:
It was reported that during a refill on the day of the report the healthcare provider (hcp) was able to aspirate the pump reservoir, but was unable to fill it. The hcp changed syringes when refilling the pump and could not find the reservoir with the second syringe of drug. The hcp was going to try to review locked reservoir procedures. No patient symptoms or injury were reported. The device system was used to deliver lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).